Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The 8mm round tip scissors has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint "cable broke." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No investigation required as no image or video clip for the reported event was submitted for review. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2020, confirmed a round tip scissors instrument (pn# 470007-05 / lot # t10191114-0046) was used during this procedure. The instrument has maximum 10 uses. There were 8 more uses remaining. Based on the failure analysis investigations, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm round tip scissors instrument cable broke during surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.